Event description:
The customer reported that the precision valve was not functioning, therefore; it was replaced with a programmable valve.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.